Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose via an implantable pump for spinal pain. It was reported that the patient stated they had just paid 250.00 out of pocket to have the pump filled with dilaudid and the pump stopped.  They stated a company representative had permanently disabled the pump and now the doctor wanted 250.00 to have all that medication drained. The patient stated they should not have to pay out of pocket when it is a defect. It was reviewed that typically the pump would be explanted and sent in for analysis prior to patient relations becoming involved. The patient then stated they had other pumps and one only lasted 3 days and it was sent in for analysis but the doctor never received the report. They had reported it previously (see pe (B)(6)). An email was sent to patient relations and it was verified that analysis was completed and a letter was sent to the managing physician on (B)(6) 2016.  The letter was requested to be resent.  Troubleshooting was not required.  No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.